Event description:
A patient sample was tested for accu tni at 3:00 am. The result obtained from the initial sample was 0.6 ng/ml and was reported to the physician. Another sample was collected 3 hours later and tested for accu tni. The result of the second sample was 0.03 ng/ml. The original sample from 3:00 am was retested twice and a result of 0.02 ng/ml and 0.01 ng/ml were obtained.